Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional(MRI tech) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that per patient, the ins was currently not working. Additional information was received from the patient family member who stated that they were told about a year and half ago that the ins was depleted and asked patient if they wanted to replace it and patient said no. During troubleshooting, the patient programmer was use to sync with the ins and it showed poor communication with and without the antenna. No symptoms were reported and patient was redirected to a health care professional. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional(MRI tech) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that per patient, the ins was currently not working. Additional information was received from the patient family member who stated that they were told about a year and half ago that the ins was depleted and asked patient if they wanted to replace it and patient said no. During troubleshooting, the patient programmer was use to sync with the ins and it showed poor communication with and without the antenna. No symptoms were reported and patient was redirected to a health care professional. No further complications were noted or anticipated